Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 142.1 miu/ml and was reported outside of the laboratory. The patient questioned the result as she was pregnant. The sample was repeated and the results were >10000 miu/ml and 48337 miu/ml with a dilution. There was no allegation of an adverse event. The test was performed on the cobas 8000 with serial number (B)(4). All qc results were within range on the day of the event. As only eight tests were left in the reagent pack, the customer suspected bubbles in reagent pack but did not find any. Many other hcg samples performed around the time of the event were retested and the results matched. Other assays for this sample were retested and the results matched. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible causes include the non-use of the rack adapters for 13 mm secondary tubes, foam on the sample surface, or other preanalytic issues. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer. Review of the provided calibration and qc data did not indicate a general reagent issue.